Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [48013-180709] number, and no non-conformance were identified. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a rotator cuff repair procedure, it was observed that the top part of the nose on the customer expressew iii auto capture plus gun device broke off where the plate loads. The sales rep states this occurred prior to being used on the patient. During the same procedure, it found that a second expressew iii auto capture plus gun device would not catch the sutures and the jaw appears to be bent. The procedure was completed with a third like device with no patient harm but there was a five minute surgical delay to the case. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a rotator cuff repair procedure the expressew iii auto capture plus gun, it found that a second expressew iii would not catch the sutures and the jaw appears to be bent. The complaint device was received and evaluated. Visual observation of the other expressew iii confirms the lower jaw slightly bent , consistent with the device hitting bone during a procedure or being mishandled/ dropped (or indicates blunt force impact). An expressew iii needle was loaded onto the device and tested on a sample rubber strip. The needle could be deployed with a bit difficulty but could be returned to its initial position, the angle of the deformed lower jaw is also a contributing factor for difficulty in deploying the needle. The test was done with the suture, and this procedure was repeated several times and the suture passer performed as intended. Apart from these considerations, we cannot determine a definitive root cause for this failure mentioned. A manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified.